Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that this was the third time she has called in for sensor not lasting 7 days. The customer stated that she has lots of stretch marks in her abdomen due to the gastric bypass she had. Customer stated that when this started her blood glucose was over 400mg/dl. Customer was ok now as this was 2 nights ago. Customer declines to troubleshoot the high blood glucose at this time. The insulin pump will not be returned for analysis.